Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer had discontinued using the insulin pump and the pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was received with battery failed alarm and rejected new aa batteries. Unable to perform displacement test, self test, active current measurement and sleep current measurement due to battery failed alarm. Unable to download history files and traces using thus due to battery failed alarm. The electronic assembly and battery tube were inspected and no physical or moisture damage was noted. Swapping out test boards isolated battery failed alarm to pcba 2. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and torn keypad overlay. Cosmetic damage was confirmed behind the pump at the battery compartment and at battery tube threads. Failed batt test confirmed and isolated to pcba 2. Unable to download history files and traces using thus due to failed batt test. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.